Manufacturer narrative:
A ge rep evaluated the system and replaced the image processor board. System operates as intended. (B)(4).

Event description:
The customer reported the left monitor went all white during a case. No pt injury was reported.